Event description:
The reporter stated that it was seen on an x-ray that the screw had backed out from the plate some time after implantation. The x-ray also showed that other screws that had been inserted with the tibiaxys tibial anterior plating system (B)(4) lot number ec99, and (B)(4) lot number edv6 had broken or backed out a little integra has requested add'l clinical info.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based on the reported info.